Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the difficulty taking readings was a positional issue and not an issue with the batteries being too close to the pillow.

Event description:
It was reported that the patient's battery pack caused there to be electromagnetic interference (emi) when the patient attempted to take readings on the patient electronic system (pes). The battery pack was moved from the patient and the physiological ready was able to taken. There were no patient consequences.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the 14v batteries causing electromagnetic interference with the cardiomems patient electronic system (pes) was not confirmed. There were no photos or log files submitted for review. The 14v batteries were not returned for analysis. The provided information stated that the patient was having difficulty taking readings. The pes was detecting emi from the patient's lvad battery pack. The battery pack was moved from the patient and a physiological reading was taken. Troubleshooting included having the patient set the battery pack as far away as possible and sitting up straight while taking a reading. This reading did not contain emi. A cardiomems representative explained that it was a positional issue. It is unknown which batteries were reportedly interfering at the time of the event. Device history records could not be reviewed due to the exact serial number for the event battery being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 3-¿powering the system¿ and heartmate 3 patient handbook section 3-¿powering the system¿ explain how to clean and maintain proper function of the batteries and to check for damage. The heartmate 14v li-ion battery instructions for use section 10.0 ¿testing and classification¿ states that the heartmate 14 volt li-ion batteries have been tested and found to comply with the limits for medical devices to the iec 60601-1-2:2004. These limits are designed to provide reasonable protection against harmful interference in a typical medical installation. No further information was provided. The manufacturer is closing the file on this event.